Manufacturer narrative:
Concomitant products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that the patient started having withdrawals approximately a half a year ago. Specific values were not provided but reportedly the actual residual volume was greater than the expected residual volume. This had not been the first refill post implant. The health care provider (hcp) attempted a dye study 2-3 weeks prior to the date of this report but was unable to get the drug out in order to put the dye in. Reportedly, the hcp suspected a kink in the catheter. The device system currently delivered sufentanil and bupivacaine. It was not known what medication the device system delivered when the patient started having withdrawals. Additional information has been requested, but was not available as of the date of this report.